Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was unknown. The insulin pump was returned for analysis.

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. Device passed off no power test, self-test, unexpected restart error test and displacement test. Prime alarm during prime test at four pounds due to faulty force sensor resistor. Unable to complete functional test including occlusion and excessive no delivery alarm test due to prime anomaly. Device received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.